Event description:
The customer reported approximately five (5) milliliters of clear fluid dripped from under the instrument and retic laser offset high system errors involving the coulter lh 780 hematology analyzer. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. The customer indicated patient results were not impacted and no erroneous results were reported from the laboratory. There was no patient impact associated with this event. The customer indicated control results correlated with previous controls. The facility has an exposure control and risk management plan in place for biohazard material. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) removed and cleaned shear valves cvl85 and cvl93 with water. The fse reinstalled the valves and replaced the tubing at the retic clearing pump and secured the tubing with collars. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event is attributed to the shear valves: cvl85 and cvl93. Beckman coulter continues to track and trend any incident related to this issue. (B)(4).